Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit, that three clinicians reported general channel error and/or system error alarms. No further details could be recalled by the clinicians of specific scenarios.